Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor, blower motor, blower seal, mounts, cap, chassis plate, muffler assembly and tubing kit need to be replaced to address the issue.